Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing with no pacing inhibition. In addition, noise and low pace impedance when programmed in bipolar pace/sense configuration was observed. The rv lead was successfully replaced. No additional adverse patient effects were reported.